Manufacturer narrative:
This is the second complaint for the finish goods lot; however, the first for this issue. The device history records review shows the order was built and released per specification. The returned sample was visually and functionally tested and passed testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the product was "blocking" during the cataract procedure. The problem was resolved after replacing the product with another one. The procedure was completed with no harm to the patient. Additional information and sample has been requested.